Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Mild calcification was reportedly present at the common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
It was reported that after an interventional treatment for peripheral artery occlusive disease, arteriotomy closure of a moderately tortuous and mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, a posterior needle-to-cuff miss was observed. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported posterior needle-to-cuff miss could not be confirmed as analysis of the device indicated that both needles were captured by their respective cuff during needle plunger deployment. The analysis also indicated that the link was pulled out from the swage-end of the posterior cuff, which could appear similar to the operator as the reported posterior needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.